Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out.

Event description:
A healthcare professional reported"seroma late in that evolved to capsular contracture grade iii and gets worst to grade IV with pain" for the left side device. The device has been explanted.

Event description:
A healthcare professional reported"seroma late in that evolved to capsular contracture grade iii and gets worst to grade IV with pain" for the left side device. The device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported"seroma late in that evolved to capsular contracture grade iii and gets worst to grade IV with pain" for the left side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma late in that evolved to capsular contracture grade iii and gets worst to grade IV with pain."

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11jan2024. Additional, changed, and/or corrected data: d4; h4.

Event description:
A healthcare professional reported"seroma late in that evolved to capsular contracture grade iii and gets worst to grade IV with pain" for the left side device. The device has been explanted.